Event description:
As reported by the user facility: pt with intravenous infusion. She had some discomfort on the arm. The nurse retired the infusion and the catheter. No scissors used. Then they realized that the catheter was cut. They operated her twice due that in the first scanner the catheter was no visible.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The actual device involved in the reported incident was not returned for investigation. Without the sample a thorough investigation could not be performed. No specific conclusion can be drawn. A review of the batch and mfg records revealed no abnormalities or nonconformities.